Manufacturer narrative:
Concomitant medical products: dtma1d4, crt-d, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was increased and elevated threshold on the left ventricular (lv) lead. No intervention was performed, and the lead remains in use. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.